Event description:
It was reported that, during a rotator cuff repair, the anchor did not maintain the structural integrity when screwing into the humeral head of the patient, cracking under pressure of cortical bone, despite reportedly dilating bone correctly with 3.8 mm tapered awl dilator. All the pieces were removed. The procedure was completed with a back up device with no significant delay or patient injury reported.

Manufacturer narrative:
One 72202625 twinfix ultra pk 5.5mm suture anchors was reported on. The failed device used for treatment, was not returned, but rather, seven new and unopened devices were returned to represent the allegation. The complaint stated: ¿the anchor did not maintain the structural integrity when screwing into the humeral head of the patient, cracking under pressure of cortical bone, despite reportedly dilating bone correctly with 3.8 mm tapered awl dilator.¿ a sample device was tested. It was inserted, seated flush and properly. There were no unusual observations. It was then tested in an inferior hole where it was apparent that excess torque was required to rotate. The anchor did not seat flush. With continued rotations, the anchor would have become damaged or fractured. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1) alternate prep method, instruments or method used. 2) unexpected or incompatible bone density/condition. 3) incomplete anchor insertion. 4) unexpected bone condition/density. 5) use of excess torque. 6) loss of or lack of axial alignment. The reported symptom is consistent with excess torque applied. Per IFU: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor.¿ product met specifications upon release to distribution. No root cause related to the manufacture of this device was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an unknown procedure, the anchor did not maintain the structural integrity when screwing into the humeral head of the patient, cracking under pressure of cortical bone, despite reportedly dilating bone correctly with 3.8 mm tapered awl dilator. The procedure was completed with a back up device with no delay or patient injury reported.